Event description:
It was reported that the lead impedance measurements were greater than 4,000 ohms on some of the bipolar pairs. Two different combinations were used and both gave high impedance. The physician would like to replace the lead. Further info is being requested from the hcp.